Event description:
Patient reported accidental dislodgement of the infusion set on (B)(6) 2026 due to the tubing catching on an object or a pump fall event.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545.manufacturing site: 3003442380.